Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04052. The pt received two leads with the same lot number. It was reported, the pt no longer had stimulation in the same areas. An x-ray determined the leads appear to be in the same position. It was also reported, the ipg areas was vibrating. The sjm rep determined that one lead had multiple contacts with low impedances. The pt was scheduled for a follow up appointment regarding the issues.